Event description:
The customer reported that the unicel dxc 600 synchron system generated reaction wheel temperature errors. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and the customer discovered fluid leaked underneath the reaction wheel. The customer indicated that fluid was also present on the exterior of multiple cuvettes. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse replaced the wash manifold valve assembly to resolve the leak and verified the repair as per established procedures. (B)(4).